Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing failure occurred after the procedure was completed. The chest x-ray photograph showed that the lead which had been placed in the his bundle was pulled to the area around the tricuspid valve, it had dislodged. When checking the fixation of the anchoring sleeve at the time of the revision procedure, the lead was dislocated, so the cause was insufficient fixing of the sleeve part. It was fixed to the ventricular septum again and the procedure was completed. No patient complications have been reported as a result of this event.